Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following microorganisms: staphylococcus lentus greater than 25 cfu/100 ml, greater than 80 cfu/endoscope. Escherichia coli greater than 80 cfu/endoscope. Revivable organism greater than 46 cfu/100 ml. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: customer noted no patient infection. Aer/ewd reprocessor: tested. Model name: soluscope. Detergent name: cln soluscope. Disinfectant name: paa soluscope. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, air water channel detergent used : anysiome x3. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: brosse medica brush tec care-enr kit2-04-200-y-lot 2205012 manual disinfection performed. Disinfectant used: amiosxyde 1000. Scope: not sterilized. Scope storage: horizontally placed. Simple cabinet without any drying function. Scope maintenance: by olympus. The rrc ofr (regional repair center olympus france) device physical evaluation has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cover is scratched, the bending section glue is separated, and there is less angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.